Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handle was inserted into the power shell, it completely stopped working. The display did not show anything either. New handle and new shell were opened and the procedure was continued. The event occurred during a laparoscopy-assisted distal gastrectomy procedure but the product was not used for patient. The surgical time was extended by less than 30 minutes.